Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the neurostimulator (ins) and the patient programmer (pp) have been 'broken' since 2018 but the healthcare provider (hcp) did not know what this meant and the patient did not bring their pp with them to the scan.